Event description:
It was reported a revision surgery to correct hamstring irritation & ischial tuberosity bursitis.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).